Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket was failed to open. A technical support specialist (tss) remoted in and instructed the customer to press the retry button, but the cubie still did not open. The tss then logged into the tester application and used the unconditional feature; although the cubie did not open, it was released. Upon inspection, the customer discovered a loose medication, which was likely causing the issue. After removing the loose item and reinserting the cubie, it opened as expected via the tester application. The system functioned as intended after the technical support specialist troubleshot the device.